Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The device was not returned to olympus for evaluation therefore a definitive root cause could not be determined. Probable root causes include: failure in the power supply board. Failure in the main board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device oev-262 monitor showed no power. The field service engineer onsite checked the reported device and found no power to the monitor. Troubleshooting was performed by checking all connections and by swapping bricks for side by side monitor, however, the problem was not resolved. The device will be sent for further evaluation and repair. There was no patient involvement on this report. No user harm or injury was reported.